Event description:
Nano driver that the tip broke into pieces during a case.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related to 3025141-2025-00253.